Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised because of osteolysis and poly wear.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed delamination, oxidation, and localized wear patterns. The locations of the oxidation suggest that misalignment of the component may have occurred. No material defects or inclusions were noted that would have contributed to the oxidation or wear. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.